Manufacturer narrative:
Conclusion: a device history record (DHR) review was performed on the dcs and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The reported event indicates that the valve was recaptured eight times due to sub-optimal positioning. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. The devices instructions for use (IFU) instructs "deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient". Various factors can affect valve positioning including patient anatomy or physician technique. It was reported that the patient had a horizontal aorta. The horizontal angle of the aorta may have caused or contributed to the positioning difficulty in this case, however, the cause of the positioning difficulty could not be conclusively determined with the available evidence. Angiographic records (cines) were submitted for review. The cine films confirm that valve was recaptured due to positioning difficulties, however the number of recaptures cannot be determined via the cine review. During the eighth recapture, a bump was noted in the proximal portion of the capsule. The valve was recaptured and the dcs and the valve were withdrawn from the patient. During attempt to unload the valve from the dcs the capsule separated. The cine films confirm that during a recapture, capsule buckling was seen. The description of the event is consistent with capsule buckle events when the compressive forces initiate a capsule buckle which can then result in a fracture in the capsule frame, and subsequently upon retraction the capsule may separate, as was observed in this case. Capsule buckle typically occurs due to excessive compressive forces applied during the capsule. This excessive compressive force can occur when the valve is loaded incorrectly. The cines received confirm that the first valve was a misload due to infolding seen in the loaded valve down to the forth node on the capsule. The misload may have caused or contributed to the capsule buckle. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique. Additionally, it is not known how the excessive number of recaptures, outside IFU recommendation, may have caused or contributed to the capsule buckle. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve was received loaded in the capsule of the delivery catheter system (dcs). The dcs was received with the capsule partially opened and with the end cap/screw gear snap fit connected. The handle and the tip-retrieval mechanism both appeared intact. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. Voids were observed along the distal end of the capsule to the separation site. A break was observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was jagged and uneven. The valve could not be removed from the dcs. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned.    Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, through a particularly horizontal aorta, valve deployment was attempted eight times to reach an acceptable implant depth. During the eighth attempt to reposition the valve, at 80%, a bump was noted in the proximal portion of the capsule paddle attachment. The valve was recaptured; the delivery catheter system (dcs) and the valve were withdrawn from the patient. While unloading the valve from the dcs, a capsule separation occurred. Subsequently, another valve and dcs were used to successfully complete the procedure. It was reported that the inflow portion of the valve was noted to be more ¿shrunk¿ than usual inside of the dcs capsule during the initial loading. No unusual tension was felt during deployment. No adverse patient effects were reported.